Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was treated by the paramedics due to low blood glucose. The blood glucose reading was 35 mg/dl. The customer stated she wasn't feeling well and she hadn't eaten enough food, which may have contributed to the low blood glucose. Troubleshooting was performed and the insulin pump passed the displacement test. The customer stated she changed the infusion set the night prior to the event, and she was not connected to the insulin pump during the prime or rewind. The insulin pump was programmed correctly as well.